Event description:
The caller states that the right hand side hinge at the seat connection is broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.